Event description:
The customer reported via phone indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that scratched screen is difficult to read in the sun. The customer declined the 24 hour helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.